Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/1/2022 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "it was 18 month nonunion. Operated twice in (B)(6) and sign nail was done. The implants were loose. We removed the nail and through retrograde approach did reaming and did sign nail. Afterwards, opened the fracture site and added bone graft."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/1/2022 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "it was 18 month nonunion. Operated twice in (B)(6) and sign nail was done. The implants were loose. We removed the nail and through retrograde approach did reaming and did sign nail. Afterwards, opened the fracture site and added bone graft."